Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run incoming functional testing) has been confirmed. Upon investigation the monitor was unable to undergo incoming functional testing. The monitor's electrode belt connector was glued to an electrode belt. The root cause for the damaged connector was physical abuse. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.